Event description:
It was reported the lighting on the display screen of the quantum 2 system faded away intra-operative. According to the physician the displayed settings could only be seen from certain angles. The physician was able to complete the procedure. No pt complications were reported as a result of this event.